Manufacturer narrative:
On 26-nov-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 31104217l number, and no non-conformances related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced cerebral infarction (cardiovascular accident) five (5) days post procedure and required hospitalization. There was no product failure during the procedure. The event was not life-threatening. There is a possibility of residual visual field narrowing in the right eye. The patient has improved. The physician¿s comment about the relationship between the event and the product was that the product was operating without any problems and the ablation was not performed excessively. There were no abnormalities observed prior to or during the use of the product. This event is being reported as a conservative measure due to the requirement of hospitalization.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).